Event description:
The following event was reported to ventec via email: "pt stated the vocsn screen went completely black during the 3rd round of cough assist. It was an inv pt who is 24/7. Pt had to be bagged while they got her back up vent" ventec requested additional information about the patient and the event, where the reporter advised that the device did not continue to ventilate when the screen went black. This behavior is indicative of an unexpected loss of power. The patient survived the reported event, however the reported issue required medical intervention to prevent permanent impairment/damage to the patient.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off unexpectedly could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis but no abnormalities were observed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.